Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Customer changed the infusion set and cartridge and resumed insulin use, resolving the issue without needing further assistance.